Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited a high unipolar impedance of 2471 ohms. It was also noted that there were long pauses in atrial activity on the electrogram.